Event description:
During the assistance with a check patient line alarm of the machine on the home choice (hc), this occurred on the homechoice (hc) during use, during initial drain; the patient revealed the patient line had air in the line. The technical service representative (tsr) explained to the patient to check the lines for air before connecting. The tsr advised the hp to start over with new supplies. During follow-up the home patient (hp) was asked about the reported problem. They stated they continued therapy by starting over with new supplies. They stated nothing unusual was noticed with the supplies that could have led to the alarm. They stated therapy has been going better and the alarm has not repeated. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed based on home patient (hp) stating that there was air present in the patient line which was the cause of the alarm. The source of the air in the patient line is unknown. The lot number is unknown therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.